Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and a thrombus was noted near the end of the watchman delivery sheath. The sheath was pulled back from the face of the watchman closure device to determine if the thrombus was on the sheath or device face when the thrombus dislodged. The 24mm closure device was successfully implanted and the patient was monitored. It was noted that heparin was administered after transseptal puncture. The activated clotting time (act) was measured before the watchman device was inserted into the delivery sheath and was noted to be out of range high (>400). There were no patient complications reported and the patient was discharged home the same day.